Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention. Section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿. Section: using the automated impella controller with the impella rp with smartassist system catheter. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing impella rp with smartassist system catheter whenever a rise in motor current is seen.¿. Impella cp with smartassist for use during cardiogenic shock. Section: troubleshooting the purge system. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿. Section: impella stopped. ¿if the impella catheter has stopped suddenly: try to restart the catheter at previous p-level. If the impella does not restart, try to restart at p-2. If the impella does not restart or stops again, wait 1 minute and try to restart again. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention. Section: warnings, cautions, and precautions. ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿.

Event description:
The complainant had placed an impella cp pump for support and the patient was taken to the operating room (or) for coronary artery bypass graft. While in the or, the pump motor current spiked and the pump stopped and would not re-start after multiple attempts to do so. It was working fine until the last plegia and the medical doctor stated he had placed another cross clamp across aorta and may have caught the motor but was not sure. The pump would not re-start and was removed at end of case. No harm to the patient was reported.

Manufacturer narrative:
The investigation for the pump stop has been completed. Data logs were investigated, and the reported pump stop was confirmed when alarm 13 triggered. It occurred just after the team disabled surgical mode and attempted to start the pump flow back up, as they had done several times before successfully. There are also clear attempts to continue to restart the pump, as alarm 13 triggers 17 more times, and alarm 115 triggers 3 times. There were no abnormalities leading up to the complication. Returned product was investigated and the pump passed electrical testing on the motor cables. However, the outflow cage had clear deformation. When trying to rotate the impeller past deformed struts, it was not able to pass at all or not without excessive force. This is supported by the report that the physician believes they may have clamped down on the pump just before the pump stop. Based on clinical details and returned product, it was determined that the root cause of the pump stop was a damaged outflow cage.